Event description:
From staff: failure of trans warmer (infant transport mattress with warmgel) to adequately warm up when activated. Warmer in l&d [labor and delivery] prepared for acceptance of 23+6 weeker being born emergently with trans warmer. Upon admission to the nicu [neonatal intensive care unit], baby's initial temperature was 36 degrees c. It was determined that the trans warmer had not warmed when activated. During the admission process, no less than 4 trans warmers were cracked and activated but did not warm. We need to ensure that these trans warmer are correctly activated and warm as to prevent a baby from getting cold. There should be communication with the company as to determine a possible reason for the trans warmer's failure to activate. Product used: trans warmer infant transport mattress with warmgel. Ref: 20421. Company: cooper surgical 95 corporate drive trumbull, CT 06611.